Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during maintenance, the subject device exhibited that the video image was not displayed, and it became an image with raining-like sound just like connection defect. There were no reports of patient involvement.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image failure caused by internal water invasion, water invasion in the cable, water invasion in the imaging and the cable was deformed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image failure was caused by internal water invasion and for the additional findings the cause is traced to component failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.